Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
It was reported that the axsos 4.0 screw passed through the center hole of the sps 1/3 tubular plate intra-operatively. The surgeon removed the screw, added a washer from the sps small fragment set, and re-implanted the screw.